Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead displayed pacing impedances of greater than 3000 ohms via the pacing system analyzer (psa) during implant. The impedances were reported to have settled into the low 2000's after the implant of the device. There were no other associated clinical observations. The lead remains in service. There were no adverse patient effects.